Manufacturer narrative:
Toshiba does not believe an eval of the device is necessary. Problem was caused by the inter-locking of the pt's hands/fingers causing an rf loop. Method - an evaluation will not be conducted. The same day as the MRI exam, the pt's wife called the MRI technologist and stated that her husband had a blister that occurred due to the MRI exam he underwent earlier that day. The technologist requested that the pt return to the hospital so the nurses could look at the burn and obtain photographs of the blistered area. Pictures were taken and the pt was told that one of the imaging nurses would call him to follow-up. The pt sought outside treatment from his own doctor because the blistered region became inflamed. It was determined from further conversation with the pt that he had his hands/fingers interlocked during the exam. His hands were under the sheet and the technologist was unable to visualized the position of his fingers. Additionally, the pt stated that his left elbow did come in contact with the bore of the magnet, but the blistered area did not. The pt allegedly has a second degree burn above the left elbow. Toshiba believes that the burn was due to an rf loop caused by the pt's interlocked hands/fingers and the positioning of the pt within the bore (i.e., pt's left elbow was in contact with the bore). The toshiba customer engineer spoke with the MRI technologist and referred her to specific pages in the safety manual concerning safety precautions on pt positioning within the magnet bore and coil.

Event description:
Following an MRI exam of the pt's hip, the pt mentioned that his arm felt warm but did not elaborate to the extent of pain or mention if there even was an injury.